Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a lead warning due to the right ventricular (rv) lead oversensing and an increased threshold. Sensitivity for the lead was previously reprogrammed. However, the lead continued to oversense. At the time of lead revision, the lead impedance was 200 to 800 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.